Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on the left side of the fasteners. The irritation was described as a "big area" that was "really itchy" and "red". There was no alleged device malfunction contributing to the irritation. Patient reported that a technician at the physician's office advised him to use cortisone cream. Follow up indicated that the cream helped the itching to stop and the area is getting better.